Event description:
It was reported that during in-clinic check the device showed intermittent undersensing of preventricular complexes. Programming changes were made and the issue of undersensing was resolved. The patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.